Manufacturer narrative:
The axium prime coil was returned for analysis. No damages or irregularities were found with the introducer sheath and axium prime pusher. Blood was found within the introducer sheath. The axium prime implant coil was found damaged, stretched, and broken with the polypropylene filament broken. The distal segment of the implant coil was found extending out of the introducer sheath. The axium prime coil could not be used for resistance testing due to the damaged condition. Based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ could not be confirmed and the cause could not be determined. The returned axium prime implant coil was found damaged/stretched/broken. It is possible the damage occurred during the attempt to advance/retract the coil into the micro catheter against the reported resistance. Possible causes for coil resistance in catheter are, but not limited to, lack of hydration before procedure, user does not maintain continuous flush, damaged micro catheter or tortuous anatomy. Blood was found within the introducer sheath; therefore, it is possible insufficient continuous flush was used, causing blood to backflow up the micro catheter and into the introducer sheath. As the phenom-17 micro catheter used in the event was not returned for analysis, any contribution of the phenom-17 towards the resistance could not be assessed. The phenom-17 micro catheter is compatible for use with the axium prime coil. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the second coil delivered got stuck 1cm into the hub of the microcatheter, and didn't move when pushed or pulled. The device was then able to be pulled out of the microcatheter once the coil unraveled and was retrieved. The device was replaced which was used without issue. The coil was able to be pushed smoothly from the sheath, and no damage was seen on the coil or microcatheter. The patient was undergoing treatment of an amorphous, ruptured, a-com aneurysm with a max diameter of 4mm and a neck width of 2.5mm. It was noted that the patient's blood flow speed and vessel tortuosity were normal. The devices were prepared as indicated per the IFU. There were no related patient symptoms. Ancillary devices include a fubuki 6f guide catheter, phenom 17 microcatheter, chikai guidewire.